Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for low blood glucose levels. The customer had a couple of levels in the 500mg/dl range. The customer's blood glucose level at the time of incident was 45mg/dl. The customer's most current level was unknown. The customer was treated at the hospital. Troubleshoot was conducted. The customer was advised to contact their healthcare provider regarding unexplained low levels.